Event description:
Freestyle libre 3+ sensor not lasting 8 days out of the 15 day period. Sensor sn (B)(6); this is the second sensor that has not lasted the full 15 day session as stated. Pt code: 4580. Device code: 3023. Reference report: mw5182297.